Manufacturer narrative:
H6 - patient code: updated. H6 - impact code: updated. The device was not returned for analysis. However, a photo of a kinked, stretched, and detached coil was attached to the complaint record and was able to confirm the reported detachment. An additional photo of the damaged photo and a video showing the separation of the coil within the body.

Event description:
It was reported that the burr fractured and the patient expired. A 1.50mm rotapro and a rotawire drive were selected for use in the moderately tortuous and severely calcified mid circumflex artery. During the procedure, after the rotawire drive crossed the lesion, advancement was not successful. Furthermore, a 1.25x20 non-boston scientific device did cross. The rotawire drive was replaced and a 1.50mm rotapro burr was advanced. While burring severe angulation of the cx ostium lesion, the rotapro burr slightly decelerated by approximately 10,000rpm and stalled. A light pull on the rotapro burr was attempted and it fractured at the hypotube portion. Dynaglide mode was not successfully used. The procedure was cancelled. At an unknown time, the patient expired. It was further reported that the rotapro burr was not fractured; rather, the end of the rotapro was fractured/avulsed, leaving the lower portion of the rotapro and the tip of the rotawire in the coronary artery, while the rest of the rotapro was able to be taken out. The tip of the rotawire was broken off at the site where the rotapro fractured/avulsed. The fractured rotapro burr became lodged in the vessel, leading to occlusion of the circumflex (cx) artery, which resulted in acute myocardial infarction and was listed as the official cause of patient death. Multiple retrieval attempts were made, including trying 3-4 variations of snares, attempting to wrap a wire around the broken device, and using an 8f guidezilla to facilitate access. Additionally, efforts were made to wire the lad and use a low-pressure balloon in an attempt to free up the broken burr and allow for snare removal. Despite these measures, the device could not be retrieved, and the patient went into ventricular fibrillation (vf) due to ischemia from the occluded cx. An autopsy was declined and not performed. The physician stated that had the burr not fractured and gotten stuck, the patient would not have gone into vf.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr fractured and the patient expired. A 1.50mm rotapro and a rotawire drive were selected for use in the moderately tortuous and severely calcified mid circumflex artery. During the procedure, after the rotawire drive crossed the lesion, advancement was not successful. Furthermore, a 1.25x20 non-boston scientific device did cross. The rotawire drive was replaced and a 1.50mm rotapro burr was advanced. While burring severe angulation of the cx ostium lesion, the rotapro burr slightly decelerated by approximately 10,000rpm and stalled. A light pull on the rotapro burr was attempted and it fractured at the hypotube portion. Dynaglide mode was not successfully used. The procedure was cancelled. At an unknown time, the patient expired.

Manufacturer narrative:
H6 - patient code: updated. H6 - impact code: updated. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that the coil was kinked, stretched and detached. The total length of the coil returned was 141.5cm. The burr failed to return for further analysis. The damage present directly impacts rotational output; however, based on the reported events, further testing was completed to rule out the cause of reported speed and stall issue. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. During analysis, the dynaglide mode change button, the dynaglide momentary on button, and the ablation button were tested and found to respond when pressed with no resistance or issues. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. A photo of a kinked, stretched, and detached coil was attached to the complaint record and was able to confirm the reported detachment. Additional photos received through good faith effort, showed the same coil damage, a portion of the sheath and coil with no damage noted, and a video provided showing the separation of the coil within the body. No other issues were identified during the product analysis. As there are no indications of a device malfunction or defect prior to attempted use within the procedure, it was considered likely that the reported deceleration, stall, detachment, and following cascade of events were attributable to procedural factors. Based on the target lesion characteristics reported, it was unable to be determined if the severity of the target lesion was a potential contributing factor to the reported events.

Event description:
It was reported that the burr fractured and the patient expired. A 1.50mm rotapro and a rotawire drive were selected for use in the moderately tortuous and severely calcified mid circumflex artery. During the procedure, after the rotawire drive crossed the lesion, advancement was not successful. Furthermore, a 1.25x20 non-boston scientific device did cross. The rotawire drive was replaced and a 1.50mm rotapro burr was advanced. While burring severe angulation of the cx ostium lesion, the rotapro burr slightly decelerated by approximately 10,000rpm and stalled. A light pull on the rotapro burr was attempted and it fractured at the hypotube portion. Dynaglide mode was not successfully used. The procedure was cancelled. At an unknown time, the patient expired. It was further reported that the rotapro burr was not fractured; rather, the end of the rotapro was fractured/evolsed, leaving the lower portion of the rotapro and the tip of the rotawire in the coronary artery, while the rest of the rotapro was able to be taken out. The tip of the rotawire was broken off at the site where the rotapro fractured/evolsed. The fractured rotapro burr became lodged in the vessel, leading to occlusion of the circumflex (cx) artery, which resulted in acute myocardial infarction and was listed as the official cause of patient death. Multiple retrieval attempts were made, including trying 3-4 variations of snares, attempting to wrap a wire around the broken device, and using an 8f guidezilla to facilitate access. Additionally, efforts were made to wire the lad and use a low-pressure balloon in an attempt to free up the broken burr and allow for snare removal. Despite these measures, the device could not be retrieved, and the patient went into ventricular fibrillation (vf) due to ischemia from the occluded cx. An autopsy was declined and not performed. The physician stated that had the burr not fractured and gotten stuck, the patient would not have gone into vf.